Manufacturer narrative:
One opened knife sample was received by manufacturing in a blister package for the report of being dull. The sample was visually inspected and was found to be conforming. Penetration testing was then performed and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was too dull to make a proper incision during surgery. An alternate knife was obtained and the procedure was completed with no complication and no patient impact. Additional information has been requested.